Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. The philips field service engineer (fse) analyzed the system onsite and verified that system occasionally has power on problems. Upon some functional test, fse found that the problem was a bad contact of the power button located on the review module. Fse replaced the (review module). After replacement of review module, the system was returned to use in good working order. The defective part was returned for analysis and parts analysis confirmed review module has issue by performing visual and functional test. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system occasionally has power on problems. No harm to the patient or user was reported. Philips has started an investigation of this complaint.